Event description:
The customer reported that the system displayed a system error message. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The service representative reseated the printed circuit boards and the connectors in the workstation. The system was tested and found to be working as intended and put back in service.